Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-02620. It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. During the procedure to replace the ipg on (B)(6) 2022 the physician noticed one of the tails of the lead was fractured. One tail of the lead was plugged into the ipg and a port plug was inserted into the second port of the ipg header. Effective therapy was established.